Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported he or she was priming and received an alarm on the insulin pump, which indicated the force sensor system was compromised. The customer's blood glucose was 283 mg/dl. The insulin pump had not been bumped or dropped prior to the alarm occurring. The drive support cap appeared was loose and customer did not recall pressing it while connected. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced but will not be returning the device for analysis.